Event description:
It was reported that this right ventricular (RV) lead recorded high shock impedance measurements that were out of range, exceeding 200 ohms. The elevated shock impedance was observed at the time of device implant while the shock vector was programmed as triad. The healthcare professional (HCP) consulted Technical Services (TS) to determine whether any subsequent high shock impedance alerts had been recorded, as it was unclear whether the shock vector had been reprogrammed following the observation. Technical Services reviewed the device data and found no evidence of any additional high shock impedance alerts or related device notifications. Continue patient monitoring was recommended. No adverse patient effects were reported. This RV lead remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.